Event description:
The customer reported that the 9800 sys monitor went blank during a cine run. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the hand control and the x-ray controller. The sys software was reloaded. The sys was tested and is operating as intended.